Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed power error. The patient had also awoken with a blood glucose of 415 mg/dl. The patient did not mention any symptoms or treatments related to the hyperglycemia. Troubleshooting did not occur for the high blood glucose. However, troubleshooting was initiated for the power error alarm. The customer cleared the alarm. The self test was successfully completed. The insulin pump was not returned for analysis.